Event description:
During a routine oophorectomy the aec did not fire completely and the staples did did not form correctly, causing light bleeding at the site. The surgeon tried a second cartridge and the instrument broke and made a loud snapping noise. An additional instrument was used to complete the surgical procedure. There was no consequence to the patient.